Event description:
A consumer stated that she had allegedly received second or third degree burns on her stomach while using a heating pad. The consumer stated that she was using the heating pad in bed while this occurred, and she stated that she did not notice any issue with the product or feel anything wrong until she stopped using the product and noticed that the pad was wrinkled and the wiring was exposed. The consumer stated that she received medical treatments for her injuries, and was treated with triamcinolone acetonide cream (0.1%) several weeks prior to calling our company. The instructions for proper use clearly state "carefully examine inner cover before each use. Discard the pad if inner covering shows any sign of deterioration" and "inspect this product before using it to make sure that there are no broken parts, missing parts or damaged areas. Do not use the heating pad if there are broken parts, missing parts or damaged areas."